Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on an earlyvue vs30 indicating there are sporadic measurement errors in non-invasive blood pressure (nibp). It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The device was returned to philips bench repair for analysis. The bench repair technician (brt) determined that the nibp pump was defective, because successive measurements were incorrect. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp pump. The issue was resolved by replacing the nibp pump, and the device was returned to the customer site.